Event description:
Date notified: (B)(6) 2011. A model 321 portable aspirator (s/n (B)(4)) failed to operate. An inspection of the device revealed a defective battery pack and resistor. The battery pack and the resistor were replaced, the device was tested to specs and returned to the customer. No death or injury resulted from the device malfunction.